Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples, attached to an insertion cap. The staple cartridge was disengaged but shown to have proper welding marks. A reinforcement material was applied to the staple cartridge. The anvil was not received. Functional testing was not performed due to the staple cartridge being disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the conditions can occur due to rough handling of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported conditions. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y, while being inserted to the body, the top of the device where staples were broke and fell in the patient's cavity. It was retrieved using a grasper. It was reported that the surgeon placed reinforcement strip on the staple cartridge. To protect the strip, a cone shaped cap was placed over the top of the stapler. The cap fitted over the outer rim of the stapler and protected the strip on entry. The technician said the cap was difficult to place onto the device. When the device was placed into the body the cap was removed and the top of the device came with it. Another device was opened to complete the case. There was no patient injury.